Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear on the balloon. A possible cause of the taper to taper tear on the balloon could have been rapid impulsive action. This could result in excess pressure being applied to the balloon before the activation of the pressure relief valve, resulting in a rupture of the balloon and the failure mode was a taper to taper tear. In addition, it should be noted that the probability of three devices failing in the same pt due to a rupture of the balloon is highly improbable without an outside source causing the rupture. The review of lhr (lot f1400801) indicated that the mynx met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be conclusively determined. See MDR 3004939290-2014-00461 and 3004939290-2014-00462 for first and third devices.

Event description:
It was reported that after an interventional coronary procedure, 3 mynxgrip (5f) vascular closure devices lost pressure during pullback, a fourth mynxgrip (5f) device was used with no further complications noted. A pre procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. The pt was a female in her (B)(6)'s. The pt's hosp stay was not extended due to the mynx device/ mynx procedure.